Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had a hospital visit with hyperglycemia on (B)(6) 2026. The patient¿s blood glucose level reached 350 mg/dl while wearing the pod between 5 and 24 hours. No symptoms were reported. The patient was treated at universitätsklinikum schleswig-holstein with blood and urine testing, and 1 unit of insulin was administered using the pod in manual mode. The patient remained under observation for approximately two hours and left the hospital the same day. The pod remained in use during medical attention and was not removed at the hospital. No further information was provided.